Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.006124 - the dentist reported that, after the dental implant was installed in intraoral region #8, its non- osseointegration was observed. The 32/45 ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type iii and bone graft was performed.